Event description:
Additional information received 29sep2025. No resistance was encountered upon advancement of any component into the sheath.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the flexor sheath included in the rosch-uchida transjugular liver access set broke during a transjugular intrahepatic portosystemic shunt (tips) procedure in a 62-year-old male patient. During the procedure, after the catheter was introduced into the 10fr, 40 cm sheath, the distal connector of the sheath fractured. The sheath was subsequently withdrawn and replaced with a new device to successfully complete the procedure. The photo provided by the customer shows a separation of the sheath shaft. It appears that a portion of the shaft material remains within the hub. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details have been requested but are currently unavailable.

Manufacturer narrative:
A5: ethnicity: chinese. E1: phone number: (B)(6). H3: device evaluated by mfg? Device evaluation anticipated but not yet begun, awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation it was reported that the flexor sheath included in the rosch-uchida transjugular liver access set broke during a transjugular intrahepatic portosystemic shunt (tips) procedure in a 62-year-old male patient. During the procedure, after the catheter was introduced into the 10fr, 40 cm sheath, the distal connector of the sheath fractured. The sheath was subsequently withdrawn and replaced with a new device to successfully complete the procedure. The photo provided by the customer shows the separation of the sheath shaft. It appears that a portion of the shaft material remains within the hub. Additional information received 29sep2025. No resistance was encountered upon advancement of any component into the sheath. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation including the complaint history, device history record and quality control procedures, as well as a visual inspection of the returned device, were completed during the investigation. One device was returned for evaluation. All components in the set were sealed aside from the sheath. The sheath was found to be broken/separated from the hub inside the flare. The flare remained inside of the hub. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found potential quality control discrepancies, in which affected devices were scrapped. All remaining products in the lot underwent quality control activities. It should be noted that there were no other complaints associated with the final product lot number. Cook was unable to review product labeling, as the manufacturer does not apply an IFU for this product. Instructions for use are applied by the local distribution partner. Evidence provided upon review of the dmr, DHR, and device failure analysis, there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of this investigation, it was concluded that a component failure without any design or manufacturing issues contributed to the reported event. It is possible force was exerted on the sheath during advancement, causing damage and resulting in the sheath separation when the catheter was advanced. However, this cannot be confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.